Event description:
A report was received that a patient was experiencing a burning sensation at the pocket site. The patient stated that the soreness existed with the stimulation on or off. The physician prescribed lidoderm patches and believes the soreness is not due to the device. The soreness has since dissipated and the patient is doing well.